Event description:
It is reported the stem became loose following trial reduction. The stem was then removed from the cement mantle and re-inserted using a cement skim technique.

Manufacturer narrative:
This report will be amended when our investigation is complete.